Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument the fse found a kink in the saline line. The fse cut out the kinked section, reattached the line, checked for functionality and ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Customer reported that discordant results for multiple analytes were generated by the advia 1650 instrument for three patient samples. The results were not reported out of the laboratory. The samples were retested on the same system and yielded results within expectation. There were no reports of adverse health consequences or known patient intervention due to the discordant results.